Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal to mid right coronary artery. A 32mm x 2.25mm promus premier stent was advanced to the lesion however resistance was encountered. It was then noticed that the stent was lifted "a little." The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.